Event description:
Per report from finaland: "a pt was in ambulance to be transported to hosp. Dr ordered nitroglycerin 20 micrograms/min. To pt during transport. Pump was filled with 50 ml solution (nacl infusion solution + nitroglycerin medicine). After a few minutes an alarm of low volume was given by pump. The syringe was empty. The pt had no change in his/her condition. Blood pressure and pulse were stable during the transport." No other info provided.

Event description:
Per report from the user facility: "a pt was in ambulance to be transported to hosp. Dr ordered nitroglycerin 20 micrograms/min to pt during transport. Pump was filled with 50 ml solution (nacl infusion solution + nitroglycerin medicine). After a few minutes an alarm of low volume was given by pump. The syringe was empty. The pt had no change in his/her condition. Blood pressure and pulse were stable during the transport." No other info provided.